Event description:
It was reported to medtronic minimed that the customer received pump error 53 (software error detected) and a stuck button alarm. The customer reported no adverse event. The event involved product(s) mmt-1715kl. Troubleshooting was performed. The customer did not press the button for 3 minutes or longer. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1715kl was requested, and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self test and displacement test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. All buttons function properly. Successfully downloaded history files and traces using thus. No stuck key alarms noted during testing, however, a stuck key alarm was found in the history file/traces on apr 9, 2025 several times from 6:33 through 8:50. The history download confirmed pump error 53 due to software error found on april 9, 2025 several times from 6:21 to 21:37. The formatted history file confirmed pump error 53 alarm (line number 5632 file number 2005). Problem isolated to the electronic assembly as per global logic analysis (esf#(B)(4)). Pump was cut open and moisture damage was found on pcba 1 and pcba 2. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked case (battery tube), cracked keypad overlay. In summary, customers alleged pump error 53 was confirmed through the pump history download due to a software error. No stuck keypad alarm found during testing. Moisture damage was on pcba 1 and pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.